Event description:
Pt admitted to hospital for bilateral total ablative capsulectomy with removal of silicone gel implants en bloc and mastopexy. Original implants were placed 15 years ago (1988) during subglandular augmentation mammoplasty. Pt developed severe hardening and baker 4 encapsulation. Pt also developed baseball-sized firmness in each breast that felt calcified. Surgeon opened left capsule and disruption of the silicone shell was evident, as there was free efflux of silicone gel through the capsule. Right capsule was removed as an entire unit intact. On physical and history evaluation, no axillary adenopathy was present.